Event description:
It was reported that there was a leak. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the problem could not be reproduced. One 4 fr single lumen powerpicc solo was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed and pressurized with a 12 ml syringe of water. No leaks were found, and the catheter was found to be patent to infusion and aspiration. A microscopic observation revealed no damage on any of the valves and no residue was observed wedging any of the valves open. The valve was extracted from the luer hub, and no damage or preclusive residue was observed on or within the valves. The valves were measured and found to be within specification. A lot history review (lhr) of redr2801 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2801 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a leak. No other information was provided.